Manufacturer narrative:
((B)(6) 2011): the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k062195.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was in the memory mode. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7am. According to the csr's documentation, the patient manages his diabetes with 1000mg of glucophage twice a day and 100 units of lantus; however, the patient denied taking any action in response to the alleged meter issues. Immediately after the alleged issue occurred, the patient claimed he developed symptoms of shaking and shivering. It is not known if the patient associated his reported symptoms with high or low blood glucose. The patient, however, denied receiving any treatment following the alleged meter issues. At the time of troubleshooting, the csr educated the patient on the correct testing procedure (per owner's booklet recommendation); however, the patient refused to perform a blood glucose test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.